Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was hospitalized for abdominal pain. Imaging did not detect any abnormalities. The patient is recovering and there have been no reports of further complications regarding this event.